Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and lancing device, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer reported his adc lancing device was "not firing the lancets" and he was therefore unable to check his blood glucose. Customer experienced symptoms described as sweating, weakness, and "almost passed out" and was rushed to a hospital where he was treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc lancing device was "not firing the lancets" and he was therefore unable to check his blood glucose. Customer experienced symptoms described as sweating, weakness, and "almost passed out" and was rushed to a hospital where he was treated with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.